Manufacturer narrative:
Reliability analysis not required. No reservoir available to confirm customer complaint.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump multiple times. Through troubleshooting it was noted that changing the reservoir resolved the issue. Customer's blood glucose reading at the time of the call was over 300 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.